Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The issue was not resolved. Keep it or take it out is what my doctor said.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller reported something is going on with the charging thing. Caller stated they had an error last night and it won't charge. Caller reported the error came up rm06 and to call medtronic. Patient stated the implantable neurostimulator (ins) is not charging, it takes a long time to charge the ins, they get recharging quality, good/excellent and it takes hours to charge the ins. Patient services asked patient to connect with the controller and controller shows ins 30% and controller 90% charged and no visible damage inside the controller port. Patient service asked patient to inspect the recharger for visible damage and patient said the cord feels swollen, the paddle is deform and bent but the belt looks perfect. Agent reviewed device function. A request was sent to the repair dept for recharger replacement. Patient mentioned he turn off the stimulator and he still feels stimulation in the body, makes his bones and nerve hurt, legs jump at night and left leg straight up and tense up. Patient stated they don't touch the setting. Agent recommend patient consult with healthcare provider (hcp) office for next steps.